Manufacturer narrative:
The suspect device has been disposed. A device evaluation will not be performed; therefore, the cause of the reported event is undetermined.

Event description:
During preparation, the guidewire could not be advanced through the device. It was reported that it felt "glued shut." The case was completed with a second device and there were no clinical consequences.